Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (unable to charge battery) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his charger messaged "charger problem." Support asked the pt to download and identified several battery fault flags in the data. The pt was provided with a replacement battery pack.